Manufacturer narrative:
At this time, the lead has not been returned. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was surgically revised for an unspecified reason. During the revision procedure, there was difficulty retracting the helix mechanism. The lead was explanted and a new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break approximately five centimeters from the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Testing was not able to reveal any additional characteristics that may have caused or contributed to the reported dislodgement and loss of capture.

Event description:
It was reported that during a routine follow up appointment, loss of capture was noted on this right atrial (ra) lead. A chest x-ray was obtained, which revealed that the lead was dislodged. During the revision procedure, there was difficulty retracting the helix mechanism. The lead was explanted and a new lead was successfully placed. No additional adverse patient effects were reported.